Event description:
It was reported via repair work order that the stair chair would not hold weight due to a broken lock bar strut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.